Manufacturer narrative:
Concomitants: (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-05 - eq rev locking screw. The revision reported was likely the result of prosthesis wear and infection. The improper implantation of the glenosphere and reported patient-related considerations could have been contributing factors to the humeral liner wear. However, these failures could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tsa. The patient was revised on an unknown date. Part of the poly had worn away. The surgeon deemed it infected. He also, after trying to remove the glenosphere, realized that it was never put on properly. Primary implant was by another surgeon. An antibiotic spacer was implanted. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported. No x-rays or photos provided, unable to obtain. No product return. The tech threw out the implants. The occurrence date was not provided.